Event description:
Report from the USA stating that the device came apart. It is known that the device was not used during surgery. It is unk if injuries or medical intervention were reported. There was no add'l info provided.

Manufacturer narrative:
The device was received by depuy synthes. The investigation is still in process. When the investigation has been completed or if add'l info is received, a supplemental report will be sent. (B)(4).